Event description:
The customer reported to olympus, during a regular maintenance, the visera 4k uhd camera control unit exhibited communication error e221. There was no patient involvement in this event. This is part one of two related complaints. Patient identifier: (B)(4).

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. According to the fse, the camera was determined to be faulty causing e221 error. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Root cause of the faulty camera head could not be identified. Olympus will continue to monitor field performance for this device.